Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 360 mg/dl at the time of the incident. The customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer stated that the insulin pump stopped working a few days ago did not got a battery tried many batteries and nothing worked. It was reported that the insulin pump vibrated in a pattern then stopped. It was reported that the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. No vibrating noted. Unit received with corroded motor home switch, corroded battery tube and corroded battery cap contact. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.